Event description:
It was reported that when attempting to deploy the coil, it prematurely detached inside the microcatheter. The physician used saline to flush the coil into the aneurysm without clinical consequences to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis. Visual and microscopic inspection of the returned delivery wire found that the delivery wire was kinked/bent. The proximal contact was also noted to be kinked. The distal end of the delivery wire was inspected and was found to be bent at the detachment zone; this would indicate that the coil prematurely detached as a result of excess force that most likely occurred during repositioning. Based on the information provided and the investigation it was concluded that the reported issue was most likely related to operational context.

Event description:
It was reported that when attempting to deploy the the coil, it prematurely detached inside the microcatheter. The physician used saline to flush the coil into the aneurysm without clinical consequences to the patient.